Manufacturer narrative:
The device was not returned for analysis; however, two cds containing images from the procedure were provided to the manufacturer. These images were reviewed by clinical affairs, and the following observations were documented: image 1 confirmed that the aneurysm had been coiled and there were some loops extending beyond the neck of the aneurysm. The image also showed that a snaring device was used to attempt to remove this coil. Images 2 and 3 show two distinct coil masses that are joined by a coil. It appears that while attempting to pull out the coil, the coil connecting the two coil masses was not able to untangle itself from the original coil mass. Under these circumstances, removal of the coil would not be possible. Both coil masses were left behind, with the distal mass still in the lumen of the mca. In this situation, there is a high potential for thrombosis. Conclusion: based on the images provided, the coil was pulled back in an attempt to retrieve the hanging loops. This attempt failed, leading to distal migration of the coil mass into the mca and the subsequent infarction.

Event description:
During placement of the final coil into a right mca aneurysm, the detachment light illuminated to indicate that coil detachment had been achieved. As the device positioning unit (dpu) was being withdrawn, it appeared that the coil was still attached to the dpu and was also coming out of the aneurysm. The coil was re-introduced into the aneurysm but still did not detach, so the physician decided to withdraw the coil. During withdrawal, 2 loops of the coil had been retrieved when an unintended detachment occurred. The coil extruded from the microcatheter into the carotid lumen and finally migrated to the right mca. Attempts to retrieve the coil were unsuccessful due to the force exerted by the bloodstream. The pt was placed on antiaggregant and antithrombotic therapy and managed in ICU, but developed a massive cerebral infarction. The pt expired 1 week after the procedure.